Event description:
During anterior cervical discectomy with fusion, a 12mm caspar pin fractured in vertebral body at c5. Upon removal of caspar pin (distracting pin), pin fractured, retaining a good portion of pin within the vertebral body. This was confirmed with fluoroscopy visualization.